Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a abgii modular device was reported. The event was confirmed.   Method & results: -device evaluation and results: device evaluation was not performed as no devices were received. -device history review: review of device history records could not be performed as the reported device was not properly identified.  -complaint history review: could not be performed as lot code information was not provided.    Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level is considered to be under the scope of this recall. No further investigation is required. H3 other text : not available.

Event description:
Information received from legal: plaintiff was implanted with a left abg ii modular hip stem on (B)(6) 2010. Its further alleged that the plaintiff had the left hip stem at issue explanted on (B)(6) 2020 due to elevated levels of cobalt and chromium in bloodwork.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
Information received from legal: plaintiff was implanted with a left abg ii modular hip stem on (B)(6) 2010. Its further alleged that the plaintiff had the left hip stem at issue explanted on (B)(6) 2020 due to elevated levels of cobalt and chromium in bloodwork.